Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being physically damaged was confirmed, as the returned system controller serial number (B)(6) was observed to have kinks in its power cables, and a damaged white bend relief (connector side) upon arrival. The controller was functionally tested and was found to perform as intended despite the observed damages. The provided log file, and a log file extracted from the controller, were reviewed; however, no atypical events regarding the system controller were observed throughout the data, and the pump maintained speeds above the low speed limit while connected to the driveline. Driveline power fault alarms were observed; however, the cause of these alarms was determined to have been related to the returned modular cable (lot number 7031758, evaluated separately). The root cause of the observed damages to the system controller was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook rev. C, section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook rev. C, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that significant driveline damage above modular cable connection on hm3 (heartmate 3) driveline was reported. The healthcare professional stated patient has progressive dementia and was hard on equipment and controller. Patient experiencing driveline power fault alarm. Clinical discussed options to replacing modular cable, if safe for patient based on patient condition, to see if alarm resolved, along with option of permanently silencing driveline power fault alarm if replacing modular cable did not resolve the alarm. Healthcare professional stated patient not a surgical candidate, and that it looked like a ¿dog chewed on patient¿s driveline¿ above modular cable connection, close to driveline exit site. The patient was very rough on equipment as patient has a progressive supranuclear palsy and the equipment gets jostled around a lot. X-ray of the driveline showed significant areas of breakdown in the modular cable. Clinical also recommended re-education for patient/family related to driveline care. Healthcare professional understands information and stated she felt comfortable performing modular cable replacement and would wait on log file analysis and x-ray results. Driveline power fault alarm observed. X-rays and the modular cable showed spots of possible damage. The patient¿s system controller was replaced along with the modular cable. The patient was being managed with a more palliative approach. No additional information provided. The referenced of the patient's pump and modular cable was reported under MFR# 2916596-2021-04718 and MFR # 2916596-2021-04719